Manufacturer narrative:
The investigation into the pump stop issue has been completed. The impella pump was returned for investigation. The product was visually inspected and dried blood was observed in the outflow cage. The pump was soaked in warm water for 5 minutes, after soaking, biomaterial was observed around the impeller. The root cause for the pump stop is biomaterial. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi & impella rp with smart assist system section: using the automated impella controller with the impella catheter as noted in the impella IFU ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported the pump stopped and was unable to be restarted. The physician removed the impella, and the patient remained stable under extra-corporeal membrane oxygenation. There was no patient harm reported. No additional information is available.